Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "device intermittently shuts off" was not reproduced. The event history log (ehl) review was performed and revealed multiple events of "improper shutdown!" Messages. An "improper shutdown!" Message indicates that all power was lost from the pump. However, the log cannot be used to determine if the power was manually disconnected or the shutdown without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump intermittently shuts off. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.